Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, with no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.